Manufacturer narrative:
Initial reporter is a siemens affiliate. Telephone number of reporting facility is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that the axiom artis fa system x-ray would not function during an interventional procedure. The procedure was continued and finished using an alternate system. At the time of this report, adverse impact to the patient's health as a result of this event has not been reported to siemens. Siemens has requested additional information in order to investigate the reported event. The event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system was installed in 2006. The failure occurred after 14 years of operation. Upon investigation the custumer service engineer identified a problem with the can communication between the real time controler (rtc) and generator. Based on the issue description, the cse replaced the motor controller board (mcb) and printed wiring board d600. These boards are responsible for the communication with the system and receive messages such as when the footswitch was pressed, the x-ray should be released. An extensive investigation could not be performed because the printed wiring boards (pwb) were not returned for a detail investigation. Based on the information provided by the cse, the technical experts opinion is that the most feasible root cause for the failure are ageing effects. Both pwbs (mcb and d600) were exchanged and the system works as intended. Therefore, a hardware issue could be determined as the relevant root cause. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.